Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Explanting physician reported that patient was experiencing "pain at palpation and alteration in breast profiles". Suspected rupture was also diagnosed by ultrasound scan. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported that patient was experiencing "pain at palpation and alteration in breast profiles". Suspected rupture was also diagnosed by ultrasound scan. The device has been explanted. This record relates to the left side.